Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the collision between the arm of the robot and the support arm caused a shutdown of the system, which is a normal behavior of the device in such case. The release of the vigilance device could have avoided the collision. The surgery was resumed properly after the reboot.

Event description:
Speaking with the surgeon briefly after the delay on 7/14/2020, the surgeon informed the fse that the robot was used the prior day without a company field service engineer present for an seeg case. After a successful registration was completed, the robot and distance sensor were being used to mark trajectories. During this time there was a collision with the robot arm and the support arm. The robot was restarted and they continued with the seeg procedure with no further interruption.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Speaking with the surgeon briefly after the delay on (B)(6) 2020, the surgeon informed the fse that the robot was used the prior day without a company field service engineer present for an seeg case. After a successful registration was completed, the robot and distance sensor were being used to mark trajectories. During this time there was a collision with the robot arm and the support arm. The robot was restarted and they continued with the seeg procedure with no further interruption.